Manufacturer narrative:
D9: product received date 7/16/2024. H3: one device was returned for repair in used condition withe complaint that device fails accuracy test (B)(4). This device has not been in for service in the review period. No applicable evidence to review in event history. Functional testing was performed, and no problem was found. Device passed all accuracy tests with an average of +1.72% delivery, which meets manufacturing specifications. No action was taken to correct the reported problem. Performed standard preventative maintenance to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a failed accuracy test 12.4%. There was no patient involvement and no patient harm/adverse event reported.